Event description:
The following was reported to hamiton medical ag: customer complained that vent switches mode, no precise date or time given as per the customer. Patient bagged and switched ventilator. However, no patient harm occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).